Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch report: b4, d4, g3, g6, h2, h4 and h10. The lot number manufacturer date and the expiration date were added to this report. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4) a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during an endovascular treatment, a 6f sofia aspiration catheter could not be introduced and move easily into/within a cerebase da guide sheath, 90cm (gs9090sd, 30432695). The transition from yellow to orange on the cerebase was leaking liquid and blood. Additional information received indicated that there is no known cause for the resistance with the aspiration catheter. However, the combination of the 6f sofia and cerebase did not cause any problems before that incident. There was no visible damage detected prior to the resistance encountered. The procedure was finished with the cerebase but the procedure time was extended for approx. 15 minutes. The concomitant devices used with the cerebase did not become damaged at any time. Leakage of blood and liquid at the transition from yellow to orange part of the cerebase was already seen during the intervention, but the device was used to finish the procedure to keep target position and support. No additional intervention was performed, and the adequate continuous flush was maintained. The device is not available for analysis; therefore, no further investigation can be performed. A manufacturing record evaluation (mre) was performed for the finished device 30432695 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaints of ¿catheter (body/shaft) - resistance/friction-inner lumen with no mc loss of cerebral target position¿ and ¿catheter (body/shaft) - leakage¿ could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the events are related to the device manufacturing process. The cerebase instructions for use (IFU) states that an appropriately sized cerebase da guide sheath should be selected based on the patient anatomy and length. The IFU also warns the user to not advance or withdraw the intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the device against resistance may cause vessel injury or damage to the device. The IFU also instructs to carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure. Do not use a device that has been damaged in any way; replace with another cerebase da guide sheath. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction, device selection, and the concomitant product, may have contributed to the reported issues. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Expiration date: not available at time of report. The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Device manufacture date: not available at time of report. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during an endovascular treatment, a 6f sofia aspiration catheter could not be introduced and move easily into/within a cerebase da guide sheath, 90cm (gs9090sd, 30432695). The transition from yellow to orange on the cerebase was leaking liquid and blood. Additional information received indicated that there is no known cause for the resistance with the aspiration catheter. However, the combination of the 6f sofia and cerebase did not cause any problems before that incident. There was no visible damage detected prior to the resistance encountered. The procedure was finished with the cerebase but the procedure time was extended for approx. 15 minutes. The concomitant devices used with the cerebase did not become damaged at any time. Leakage of blood and liquid at the transition from yellow to orange part of the cerebase was already seen during the intervention, but the device was used to finish the procedure to keep target position and support. No additional intervention was performed, and the adequate continuous flush was maintained.